Event description:
The dealer reported that the 3gar-cg power wheelchair in question will power on and run, but goes into drive lockout. The dealer also noted that the actuator will not stay calibrated and has to be recalibrated every so often.